Event description:
The subject device was used during a laparoscopic distal pancreatectomy. The surgeon pierced the spleen with the probe of the device by mistake. The patient bled profusely and required open surgical procedure. And the open procedure was completed. There was no device problem reported. The surgeon stated that the cause of this phenomenon was mistaken using the device.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Furthermore, from physician's comment, the possible cause of this phenomenon is the inadequate handling by the physician. Based upon the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.